Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location. Block h11: investigation results the returned cre rx biliary dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 43 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during a procedure performed on (B)(6) 2025. During the procedure, the balloon had a hole, and water leaked out when pressure was applied. Since it was used at 8 mm and the leak was minimal, it was continuously used as it is. The procedure was completed with the original device. No further information has been obtained despite good faith efforts. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during a procedure performed on (B)(6) 2025. During the procedure, the balloon had a hole, and water leaked out when pressure was applied. Since it was used at 8 mm and the leak was minimal, it was continuously used as it is. The procedure was completed with the original device. No further information has been obtained despite good faith efforts. The type of procedure and the anatomy location of the procedure are unknown and are being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in an unknown anatomy location.